Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause and treatment were not reported. On the same day as the event onset, the patient was hospitalized for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.